Event description:
Event was reported to caldera medical by an attorney. The pt has suffered continued need for catheter, painful bladder spasms, and infections requiring hospitalization. No further info has been provided.